Manufacturer narrative:
(B)(4). Batch # m55f8n. Additional information was requested and the following was obtained: please explain how the reload misfired. The cartridge had cut the tissue but did not staple it. How was the procedure completed: the procedure was then completed by hand sewing it. The analysis results showed that one sr75 reload was received with the knife not completely within doghouse, 5 drivers up and the swing tab in the locked position. This condition is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. The knife was manually assisted and the reload was tested for functionality with a test device. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape.

Event description:
It was reported that during a gasterectomy procedure, the reload misfired. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.